Manufacturer narrative:
Occupation: non-healthcare professional investigation: the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Catalog and lot numbers are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a gunther tulip on (B)(6) 2006 and underwent a computerized tomography (CT) scan of the abdomen and pelvis approximately 12 years later. At the time, the patient's physician noted only that there was an inferior vena cava (ivc) filter. Approximately 4 months after this CT scan, a review of the CT scan was performed revealing that multiple struts of the ivc filter were perforating greater than 3 millimeters (mm) outside of the ivc wall. Hospital and medical records have been requested, but not yet provided.